Event description:
It was reported "during inspection for labeling it was discovered 13 units that was completely bent inside the cartons." There was no patient involvement as this was found during incoming inspection.

Manufacturer narrative:
(B)(4). The customer provided fifteen (15) photos for analysis. The photos show unopened sac kits with signs of folds and creases on the packaging and the guidewire/tubing inside. The customer also returned thirteen (13) unopened sac kits for evaluation. The shipping carton was not returned. It was noted that all of the returned kits were from the same lot number (71f25a0138). Visual analysis of the returned samples revealed creasing/folding in the packaging of each kit. Both the guidewire and protective tubing were kinked throughout all the samples, with the kinks in the guard aligning with the kinks in the guidewires. The lidstock label clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. One of the kits was opened for testing. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guidewire measured 103mm from the proximal end. The guidewire length measured 350mm, which is within the specification limits of 345mm - 355mm per guidewire product drawing. The guidewire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm - 0.533mm per guidewire product drawing. The kink in the catheter measured 31mm from the proximal end. The full catheter length measured 54mm , which is within the specification limits of 52mm - 56mm per catheter product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guidewire was advanced through a lab inventory 20ga introducer needle, and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." The lidstock label was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of kinked guidewires was confirmed through complaint investigation of the returned samples. Kinking was observed on the guidewires, which aligned with a kink on the protective tubing and catheter. The packaging in the customer photos had signs of folding/creasing upon return. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The lidstock label clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during inspection for labeling it was discovered 13 units that was completely bent inside the cartons." There was no patient involvement as this was found during incoming inspection.